Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge during op check. There was no pt involvement. The device was evaluated at philips. The reported symptom was duplicated. The therapy pca was replaced which resolved the symptom. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the device failed to discharge during op check. There was no pt involvement.